Event description:
A consumer reported experiencing pain, decreased vision, and seeing a "diagonal reflection" following bilateral intraocular lens (iol) implant surgery. She also reported that she developed an inflammation after the surgery. She was given medication for her symptoms. Additional information has been requested. There are two medical device reports for these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).